Event description:
A customer contacted global technical services (gts) regarding priming the patient line. The caregiver had questions and confirmed the patient was not connected. The cg stated when the home patient (hp) tried to connect to the patient line, sometimes there was some air in the line or some fluid came out of the line. The cg wanted to know if that was okay and what should be done about it. The technical service representative (tsr) advised the cg to clamp off the patient line after it had primed completely. The tsr advised that the hp could then connect without any issues. The tsr also explained how the hc primed the patient line. The cg confirmed to call back with any further questions or concerns. The sample was not available. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.